Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet device became unresponsive with no display while still vibrating, and the user noted screen delamination; a replacement was arranged and the user was advised that the replacement would not be water resistant and to maintain backup therapy. Symptoms included no hypoglycemia or hyperglycemia, and blood glucose was not affected. Outcomes included continued therapy management with guidance to sync data to the mobile app and awareness that therapy settings would not transfer while cgm data reception could continue. Investigation included customer support assessment and remote troubleshooting to verify the issue and shipping details. Investigation of this case revealed a hardware display malfunction consistent with a broken or delaminated screen affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the screen assembly.